Event description:
I have ideal implants and got them from providence plastic surgery on (B)(6) 2022. I was not told that ideal went out of business on may 30, 2023. I now am having issues less than two years later and am needing to get my implants redone. Finding out ideal is out of business means the warranty isn't valid. Please help, I do not want to have to pay out of pocket for this. "What are my options?" Ref report: mw5156310.